Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.283 ohm. The acceptance criterion for this test is < 0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The probable cause was determined to be a component failure. The power filter was replaced, and the ground resistance test subsequently passed with a measured value of 0.057 ohm. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint #: (B)(4).